Manufacturer narrative:
The customer reported that the bedside monitor (bsm) gave inaccurate vital sign readings. The heart rate would only register values within the 120's to 130's range. The non-invasive blood pressure (nibp) would take no readings, inflating and deflating, but never providing a value. The spo2 would not go above a value of 90. The device was in use on a patient, however no patient harm was reported. The device has been sent in for repair and evaluation. The unit was received by nihon kohden, cleaned and evaluated. The reported problem of "the hr always registers 120's to 120's and nothing else. The nibp will not register. The spo2 will not go above 90" was not duplicated, however, the evaluation found that the main board would not allow to upgrade software. Replaced the main board and loaded software version 04-24. The unit was tested per operator's/service manual and completed 24 hours of extended testing and operates to manufacturer's specifications.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) gave inaccurate vital sign readings. The heart rate would only register values within the 120's to 130's range. The non-invasive blood pressure (nibp) would take no readings, inflating and deflating, but never providing a value. The spo2 would not go above a value of 90. The device was in use on a patient, however no patient harm was reported. They sent the device in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) gave inaccurate vital sign readings. The heart rate would only register values within the 120's to 130's range. The non-invasive blood pressure (nibp) would take no readings, inflating and deflating, but never providing a value. The spo2 would not go above a value of 90.